Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The coaxial umbilical cable was replaced and re-enabled the vacuum causing blood to be ¿sucked in all the way through the catheter up into the console.¿ it was noted ¿layers¿ of the balloon broke. A system notice was received multiple times indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. A system notice was received indicating that there was a problem with the refrigerant port. The case was completed with cryo. A field service visit took place on a later date and the console was serviced as appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least six injections were performed with catheter 2af283 / 35922-37 on the date of the event, a system notice was received indicating that the pressure was low in the system was triggered on the application number one. Temperature and flow fluctuation was confirmed on application two and six. Failure files showed a system notices were received indicating that the pressure was low in the system (50003), that the safety system detected fluid in the catheter and stopped the injection (50005), the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled (50006), the refrigerant level was too low to continue (50013), and a notice indicating that there was a problem with the refrigerant port (50024) were triggered on the date of event. Upon visual inspection of catheter 2af283 / 35922-37 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 6 injections. The catheter failed the performance test due to pressure test revealing a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at end part of the tip. Dissection of the handle showed traces of blood at the vacuum service loop. System notice #50032 could not reproduced because system notice #50005 reproduced prior to #50032. In conclusion, the reported issue (system notice #50006, #50005, #50032 and blood in catheter) has been confirmed through testing and data analysis. The reported issue (#50024) was not confirmed through the testing but confirmed through the data analysis. The catheter 2af283 / 35922-37 failed the inspection due to guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.